Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1221602) indicated that the device lot met all established performance criteria prior to shipment. This complaint has been determined to be FDA reportable after an internal retrospective review of complaints (conducted on (B)(4) 2013).

Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size >6mm. Access was obtained at the right common femoral artery via a 5f terumo pinnacle sheath. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was deployed per the IFU and after the device was laid down the physician thought there might be a small hematoma forming (less then 6cm). Manual pressure was held for 5 minutes. After the 5 minutes of observation the hematoma was getting larger (approximately 1.5cm) and an additional 10-15 minutes of manual pressure were held. The hematoma was assessed to be stable and the pt was ambulated and discharged to home 2 hours post-procedure. In the evening of (B)(6) 2012, the pt called the physician complaining of groin pain. The pt was seen the following morning ((B)(6) 212) in the interventional suite by the vascular surgery team. And ultrasound was performed of the pt's groin which showed a pseudoaneurysm with a broad 2cm neck, which had sealed and a hematoma of 4cm. Manual compression was applied for approximately 15 minutes. The pt had ecchymosis to the knee. The pt was discharged to home the same day ((B)(6) 2012). A second ultrasound was performed one week later which showed significant reduction in the hematoma size. No further information is available.